Manufacturer narrative:
Details of complaint: the customer reported that both displays on the central nurse's station (cns) went blank for a second and then came back instantly. After the displays came back up, one display was zoomed in and had an incorrect display resolution. No patient harm or injury was reported. Investigation summary: troubleshooting the issue suggested that the kvm of the device might have been the issue. The customer replaced the kvm, which resolved the issue. A review of the history of the serial number identified that the issue had recurred (ticket (B)(4)). In ticket (B)(4), the device had a hard shutdown and on reboot the display was zoomed in. It was identified that the biomedical engineer (bme) had configured the cns incorrectly. The bme did not set the dual display and extended display settings in windows but instead did it through the intel graphics interface. This results in loading the unconfigured windows settings whenever there is an unexpected shutdown. Based on the available information, the most probable cause of the issue is incorrect settings (use error). The incorrect setup has been communicated with the customer and has been fixed in ticket (B)(4).

Event description:
The nurse reported that they noticed that both their monitor screens connected to this central nurse's station (cns) turned black but came back online instantly. Then they noticed that one of their screens was zoomed in and appeared to be the wrong resolution. No patient harm was reported.

Manufacturer narrative:
The nurse reported that they noticed that both their monitor screens connected to this central nurse's station (cns) turned black but came back online instantly. Then they noticed that one of their screens was zoomed in and appeared to be the wrong resolution. Nihon kohden technical support (tech support) had them collect the cns information from the secondary screen, which was normal and not zoomed in. Tech support reviewed the network configuration documents and discovered that the cns tower was located in the closet. Tech support asked them to contact the biomedical engineering department to assist tech support with getting into the cns closet. The secondary screen was still working correctly. Tech support had the biomedical engineer (bme) power cycle the kvm that was attached to this central nurse's station (cns) and rebooted the cns. Then the cns software boot looped and did not display any error messages. The biomed noticed that although we changed the resolution on the secondary display the monitor screen still looked different and stated the icons were larger on the secondary screen. Tech support suspected an issue with the kvm. The biomed found that there was a loose power cable to this kvm and had to re-secure it. After troubleshooting and not resolving the issue. Tech support suggested bypassing the kvm and connecting the monitors to the cns directly. The biomed stated they will have the day biomed to try to continue troubleshooting. After troubleshooting, the biomed stated that issue was resolved by changing the kvm sender, and the display on the cns appears normal. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse reported that they noticed that both their monitor screens connected to this central nurse's station (cns) turned black, but came back online instantly. Then they noticed that one of their screens was zoomed in and appeared to be the wrong resolution. Nihon kohden technical support (tech support) had them collect the cns information from the secondary screen which was normal and not zoomed in. Tech support reviewed the network configuration documents and discovered that the cns tower was located in the closet. Tech support asked them to contact the biomedical engineering department to assist tech support with getting into the cns closet. The secondary screen was still working correctly. Tech support had the biomedical engineer (bme) power cycle the kvm that was attached to this central nurse's station (cns) and rebooted the cns. Then the cns software boot looped and did not display any error messages. The biomed noticed that although we changed the resolution on the secondary display the monitor screen still looked different and stated the icons were larger on the secondary screen. Tech support suspected an issue with the kvm. The biomed found that there was a loose power cable to this kvm and had to re-secure it. After troubleshooting and not resolving the issue. Tech support suggested bypassing the kvm and connecting the monitors to the cns directly. The biomed stated they will have the day biomed to try to continue troubleshooting. After troubleshooting, the biomed stated that issue was resolved by changing the kvm sender, and the display on the cns appears normal. No patient harm was reported.